Manufacturer narrative:
The device was received deployed. Initial inspection of the soft cannula did not find it bent or kinked. The download data shows that an 0x6a alarm was generated during operation, indicating an occlusion occurred, however no timeouts or drive stalls were present in the download data. The exact cause of the 0x6a alarm could not be determined. Fluid flowed through the fluid path as intended. No damages or defects were observed that would result in the soft cannula becoming dislodged from the infusion site. No damages or defects were observed on the needle mechanism assembly that would result in a needle mechanism failure. The cause of the reported needle mechanism failure and dislodged cannula could not be conclusively determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was reported that the cannula had dislodged from the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, freedom from hazard alarms and confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the pink slide did not move forward, after wearing the pod on the leg between 4 and 24 hours, indicating a failure of the needle mechanism. The blood glucose (bg) levels rose up to 23 mmol/l (414 mg/dl). The pod fell off, dislodging the cannula from the infusion site and was bent. Hyperglycemia treated with correction bolus.